Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 440 mg/dl at the time of incident. Customer declined to complete the troubleshooting. Customer did not provide any symptoms and treatment related to high blood glucose. The insulin pump will not be returned for analysis.